Event description:
New electric scooter dies in drive way. This is the third new scooter from pride mobility products that has left pt hanging somewhere. Pt can't get anyone to accept responsibility for this product. It was paid for by pt's insurance co-$4.000.00. The second scooter lasted 2 hours. Pt is totally dependent on this device to move around. Pt had to crawl to house for the third time. This is the third electric scooter that has left pt hanging somewhere. Product made by pride mobility products the MFR won't talk to pt.

Event description:
Add'l info rec'd from MFR 4/13/04: provider repaired scooter by replacing the controller. Pt dissatisfied. Pride replaced the scooter for the pt. Pt not satisfied. Provider is in the process of giving the pt a refund. Pride has only supplied two scooters for this pt. The third scooter is not its product. Isolated.